Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product; serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) batteries ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the batteries met all requirements for release. Log file analysis revealed no anomalies involving (B)(6) and (B)(6) within the analyzed period. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported event may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient connected the fully charged battery to the controller, it was confirmed that only one light was lit on the controller's battery indicator. Also, while the battery was being charged by connecting it to the charger, no red blinking was observed in the status light and no abnormalities were confirmed. Furthermore, when the test button on the battery was pressed, the 4 indicator light was lit, indicating that the battery itself was fully charged. The battery was scheduled to be exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-sep-2025/ serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 05-sep-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery was exchanged, also the patient stated that the recognition sound that normally rings did not ring when a second battery was connected to the controller. The second battery was removed from service.

Event description:
It was further that it was stated that the issue could not be reproduced by the clinical engineer at the site. It was noted that it is possible that the "recognition sound" may not have been audible, but no other abnormal findings had been observed. Because there was no particular abnormal operation on the battery, the battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.